Event description:
It was reported that the pacemaker exhibited competitive atrial pacing causing a-fib and inappropriate mode switch. Programming changes were performed. The patient was in stable condition.